Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing was observed on the ventricular channel when the patient stood up. The lead was explanted.